Event description:
It was reported, that patient's right ventricular (rv) lead exhibited high capture threshold. And low out of range pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.